Event description:
A female pt, age unk, weight (B) (6), height (B) (6) had a prior history of abdominal ventral hernia. Surgery was scheduled to replace a failed encapsulated synthetic mesh. This surgery occurred on (B) (6) 2008. The surgimend device was implanted as an underlay to bridge the abdominal wall defect. The device was secured with horizontal mattress sutures with sufficient overlap to normal tissue. A drain was also inserted. On (B) (6) 2008, the surgeon noticed a small bulge in the pt's abdomen. The pt indicated she had been coughing a lot. On (B) (6) 2008, during re-operation, it was noted that the surgimend device had torn from the sutures. The surgeon reattached this device and also added a second surgimend device. This device was added as an overlay. At this time, the pt is doing fine.

Manufacturer narrative:
Suspect medical device: one product device was used during the initial surgery. The part number of the device was 606-001-006. The product lot numbers were 0803029 with an expiration date of sept 2010. The original device was not explanted. No evaluation of the device was possible. The mfg record for the product lot was reviewed and everything was in order. Coughing following this type of surgery increase the likelihood of having the procedure fail, because of the stress placed on both the device and the pt's own tissue. It is possible that the suture knots used to secure the product was tied too tightly resulting in the suture pulling through the product right at that point. It is also possible that the pt's coughing placed too much stress on the product resulting in the partial failure.